Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history did not match active the basal program and there were multiple zero records showing in the history. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-nov-2018 with the following findings: the pump's black box showed multiple auto off alarms as the cause for the 0.00 unit basal deliveries. The total daily doses of insulin added up and correctly reflected the user's programmed basal rates. The pump was exercised for 12 hours and no 0.00 unit basal deliveries were recorded. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.